Event description:
It was reported that during an implant attempt of the right ventricular (rv) lead the physician experienced difficulty getting the lead in the rv. It was also reported that the rv lead had high impedance, low sensing, and no capture. There was difficulty extending the helix after many turns and the helix popped out. The rv lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The inner insulation was kinked/buckled and there was blood in/on the helix mechanism. The lead was stretched and damaged at implant.